Manufacturer narrative:
Insulin pump was unable to verify low battery alert due to blank display. Unable to check blood glucose, enter blood glucose manually and go into bolus wizard due to blank display. Unable to perform displacement test, operating currents measurements and off no power test due to blank display. Insulin pump had blank display due to battery tube connector not plugged in properly to interface board. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump's display went blank during a blood glucose check. Customer was unable to get the display to returne during troubleshooting. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.